Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and on the table to undergo a thoracic ultrasound imaging due to a thorax outlet syndrome. When the transducer was connected to the ultrasound system, it prompted an over temperature warning (usacquisition hw_31). The physician disconnected the transducer and re-plugged it; however, the issue was not resolved. The physician replaced the ultrasound system with another but similar device to complete the intended exam. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned for evaluation. Engineering investigated the issue and found was a small hole on articulation sleeve area. The system error 31 was reproduced. The factory leakage test failed at articulation sleeve hole and position was confirmed by hipot test. The possible root cause was determined as c-flex articulation sleeve material is suspicious because of particle or foreign substance. It might be a pin hole during articulation bent and liquid could infiltrate into articulation area. Liquid infiltration can cause leakage fail and electrical malfunction which leads to system error or image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.